Event description:
My husband had a boston scientific dorsal column spinal stimulator implanted in (B)(6) 2010. Two hours out of surgery his right foot began to swell. The swelling progressed over the next few weeks to include his right calf and thigh. Doctors ordered doppler ultrasound to check for blood clots with a negative result. Over the course of the next 2 months the swelling progressed to his left foot, left calf and left thigh. During this time he was also experiencing ¿needle stab¿ sensations to his face and arms, numbness in his hands and arms, bowel and bladder problems that were not experienced before the implant. He requested the implant be removed after approx. Five months, as it was giving little relief of his pain, was not working as expected, and he was experiencing many negative side effects. Upon bringing these problems to the doctor¿s and boston scientific representative¿s attention, they suggested to us that he wait a few more months before removing it. During this time he developed muscle spasms in his whole body and the above mentioned symptom got worse. The implant was finally removed in (B)(6) 2011. After removal, the swelling in his left leg went down slightly but his right leg did not. His swelling continued over the next two years, progressing into his torso and eventually his face. His muscle spasms became worse and he started to develop a tremor in his left hand and arm. Because of the overwhelming swelling his skin began to peel and crack. He became very slow to heal. In the few months before his death, he developed worsening eyesight, double vision, hallucinations, and his bowel and bladder problems persisted until his death. During the almost three years after the initial implant the pain he experienced was much more severe, involving his entire body, than before the implant. Prior to the implant, he was a strong, healthy, vibrant, young man with no medical problems to date other than an initial back injury and high blood pressure that was being treated. Dates of use: (B)(6) 2010-(B)(6) 2011. Reason for use: pain from back injury.